Event description:
It was reported that the device's wheel belt snapped off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker medical field service technician. It was found that the stair tread/tracks being difficult to maneuver which does not result in a tip was due to a broken/damage track belt. The issue was resolved for the customer by replacing the belt, track, lowprofile (pn: 6252-001-085).

Event description:
It was reported that the device's wheel belt snapped off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.